Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the zimmer air dermatome ii hose: synthes (ao), 3 m, part number 00885100203 and serial number (B)(6), review by de-soutter medical limited noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Complaint history was performed on all dermatome hose item numbers (00885100202, 00885100203, 00885100204, 00885100205, 00885100206, 00885100207, 00880100200). As the lot number is unknown for this event, no further evaluation is required. On (B)(6) 2019, it was reported that a zimmer air dermatome ii hose: synthes (ao), 3 m was leaking air from the hose. On 12 aug 2019, a returned product investigation was performed on the zimmer air dermatome ii hose: synthes (ao), 3 m. The physical evaluation revealed that the o-ring that seals the airflow from the hose was mis-seated which allowed for air to leak from the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: synthes (ao), 3 m had a mis-seated o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in process of being inspected by zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the kit inspection at zimmer (B)(4), the operator noticed that air is leaking from the hose. No adverse events were reported as a result of this malfunction.